Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was transported to the emergency room by paramedics and was subsequently hospitalized with a blood glucose (bg) level of 1,200 mg/dl and high ketone levels identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address bg level. The customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the pump touch screen was cracked, unresponsive and illegible. The customer reverted to an alternate pump for insulin therapy.